Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mm6978, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the suture split. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). One needle-suture in two sections was received for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was examined, one end was curly and cut; also, body fluids were noted on the suture piece. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The product code w9981 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.